Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an altitude alarm. The customer's blood glucose level was 240 mg/dl. The customer loaded a new cartridge and was able to clear the alarm and resume insulin therapy.